Event description:
As reported, while using the side-firing surgical fiber during a prostate procedure, an excessive fiberlife activity message was received. As the procedure continued, a crack in the fiber was noticed and a burst of energy with a flash also occurred. The procedure was completed using a second fiber. Outcome: "no injury to the patient".

Manufacturer narrative:
Failure analysis for fiber (B)(4): fiber is broken within the outer flow tubing 6 cm forward of control knob; the outer flow tubing shows signs of melting at the break; the fiber cap shows minimum signs of usage with mild devitrification. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending.